Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient suspected that the pacemaker is not functioning. A transmission was sent to the clinic with the help of abbott's representative over phone. Patient was advised to follow-up with physician to have device check. Further information was requested and not available yet.